Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, it was stated that the customer was getting several no delivery alarms prior to the hospitalization, but the customer did not know what to do since that had never happened to her before. The doctor felt that the insulin pump malfunctioned. Advised the nurse that the insulin pump would be replaced per the doctor's recommendation.